Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed two devices were returned together in a single original packaging with the batch number of the complaint on the label. Device one, the t1, t2, and suture were not returned. The actuator is in the pre-t1/post-t2 position. Bio debris is present. Device two, the t1, t2, and suture were returned off the needle. The t1 is missing the tip. The suture knot is tightened down. The actuator is in the pre-t1/post-t2 position. Bio debris is present. A functional evaluation was performed on the returned device and found that both actuators cycled as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. An analysis of the customer provided image found 4 devices outside the packaging, two don't have the suture visible. One has the suture outside with the two implants attached to it and the other one has only the suture outside with no implants visible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. The root cause for break was associated with unintended use of the device. During the investigation it was not possible to identify a definitive root cause for failure to fire and device dislodged or dislocated; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a meniscus repair surgery, t2 deployment of 2 fast-fix 360 failed and the ts pulled out. The procedure was completed using a smith and nephew back up device. It is unknown if there was a surgical delay and no further complications were reported.